Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was unable to use the pump due to infection around it. Once patient was under and open, air was discovered in the tubing. The cuff and pump were explanted and replaced. There were no additional patient complications reported.